Event description:
It was reported that the bd insyte autoguard pnk 20ga x 1.16in had a needle retraction failure. The following information was provided by the initial reporter translated from portuguese to english: venipuncture was performed on patient and when the device was activated it did not work, patient was advised, product was notified, there was no accident with a puncture wound. Additional information provided: ¿ is there any impact on patients? If so, would you please explain in detail? No. ¿ can you send photos/videos of the sample? ¿ could you confirm the number of occurrences? (B)(4). ¿ was anvisa notified? If yes, what was the notification number? No. ¿ you can confirm the event date: 11/21/2024 at 10:06am. ¿ is the sample from this incident available for analysis? If yes, please answer the questions below. ¿ for collection and replacement of samples, please inform us. ¿ organization name: (B)(6). ¿ cnpj number: (B)(4). ¿ icms taxpayer (yes/no): no. ¿ if icms taxpayer, issuer of the invoice (yes/no): no. ¿ product purchase invoice number. ¿ sector/department: purchasing. ¿ how many units are available for collection: (B)(4). ¿ is the sample contaminated, if so, the substance: no. ¿ full address (street, zip code, neighborhood, city and state): (B)(6). ¿ contact name/telephone number: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4214448. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, the needle was observed only partially retracted. Based on the investigation results, it is possible that the partial retraction happened from some damage in the cylinder caused by a pressure sensor variation or sensor reading failure at the barrel positioning station. This damage would prevent a full retraction of the needle. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.